Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On approximately (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) sensor failed in the evening. Prior to the failure, the cgm was reading around 150 mg/dl. The patient did not have an extra sensor available and was unable to check her blood glucose manually because she did not have any blood glucose testing supplies. About six hours later, while sleeping, the patient woke up feeling thirsty, drank water, and returned to bed. Later that same day, she began experiencing confusion, vomiting, dehydration, and blurry vision. Her husband called 911. When paramedics arrived, they measured her blood glucose manually, which was reported to be over 1500 mg/dl. The paramedics administered intravenous saline and insulin before transporting her to the emergency room around midnight. Upon arrival at the ER, the patient could not recall her blood glucose level as she had entered a diabetic coma and was diagnosed with diabetic ketoacidosis (dka). She reported being told that morphine was also administered intravenously. The patient was admitted to the ICU, where she remained for approximately five days, followed by a transfer to a regular hospital room for an additional four days. She was discharged on the afternoon of (B)(6) 2025, with a blood glucose reading of approximately 150 mg/dl and reported feeling better at the time of discharge. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.